Event description:
In march 1990, reporter had bilateral mastectomy with reconstuction with silicone implants. 10 years later their silicone implants ruptured. Reporter had the ruptured silicone implants removed in 2000 and replaced with saline implants. After developing seromas and further surgical intervention on the right in 2001 reporter was found to have a fungal infection resulting in the removal of the right implant in 2001. After 6 months of treatment with medication for the fungus reporter again attempted placement of their right implant in 2002 only to have it removed 2 weeks later due to seroma and fungal infection. The saline implant in the left ruptured and was removed in 2002 and fungal cultures were positive for the same fungus. Their infectious disease md and surgeon both believe the fungus came from the implant itself. Reporter believes they need answers and further investigation is necessary.